Manufacturer narrative:
The current instructions for use contains the following: "a tooth that has been previously traumatized or significantly restored may be aggravated and/or the tooth may be lost." The potential root cause of this event was not identified. Align's clinical review of available records indicates that ur1 appeared clinically unremarkable at baseline; however, panoramic radiographs have diagnostic limitations. The tooth was lost two months after treatment initiation, and given the minimal planned movement across the previous and current aligners, the aligners are unlikely to have been the primary cause. Nonetheless, a causal role cannot be completely ruled out. No conclusive evidence has been provided that supports or opposes whether the invisalign secondary order aligners caused or contributed to the reported tooth loss. Based on the available information and clinical assessment, the permanent loss of ur1 constitutes permanent loss of body structure while the product was in use. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient experienced the symptom of loss of tooth ur1. The patient did not require any medical intervention and was not prescribed any medications to address the reported event. The patient continued wearing the aligners, and the treating doctor confirmed the patient is currently doing well.